Manufacturer narrative:
(B)(4). The device was manufactured november 25, 2015 ¿ december 1, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that the device had delivered 66.5% of the dose at the end of the expected therapy time. The device had been filled with piperacillin/tazobactam to a fill weight of 284 grams. There was no patient injury or medical intervention associated with this event. No additional information is available.